Event description:
Clinician would not provide much of the information to clearly depict this incident. What was conveyed by the clinician was that a patient received a 2nd degree burn, approximately 8x2cm, during the application of an electrotherapy treatment. The clinician prescribed the ifc waveform with an unknown intensity for a treatment time of 15 minutes. The clinician is also using non-recommended adhesive electrodes. Upon evaluation of the device, the stimulator printed circuit board was found to have damaged components. While the damage components might have ultimately lead to the incident, the clinician ultimately failed to acknowledge and install the existing field correction. Installation of the field correction would have ultimately contributed to the prevention of the incident or at least reduced the likelihood of the occurrence, pending operator misuse of the device by excessive output for the treatment area and symptom.